Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was defective. The ipg was replaced with an MRI compatible device and the patient was doing well post-operatively. The explanted ipg was not returned.